Event description:
It was reported that the patient had out of range impedances on one lead, with no stimulation. The patient underwent a lead replacement / revision, and following the procedure, it was reported that the patient was doing great. The patient stated that his stimulation was "even better than prior to revision".

Manufacturer narrative:
(B)(4). Lead: model 3887-33, lot# l59095, implanted: 1999 (B)(6), explanted: 2012 (B)(6); lead: model 3887-33, lot# l59095, implanted: 1999 (B)(6), explanted: 2012 (B)(6); extension: model 37082-20, serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6); programmer: model 37743, serial# (B)(4); recharger: model 37752, serial# (B)(4).